Event description:
Device issue: none. Adverse event: death. Onset of adverse event: 15 months post procedure. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting of the pre-dilated 1st ob mar with a 3.0 x 28 xience v stent and the pre-dilated left main circumflex artery with a 3.5 x 12 xience v stent. On (B) (6) 2010, the pt expired at an outside facility. The cause of death is unk. There is no add'l info available.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. The reported pt effect of death is a known adverse event as listed in the product instructions for use (IFU). Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 3.5 x 12 mm xience v (part 1009542-12, lot 8060261), indicated has been filed under this MFR#.